Manufacturer narrative:
Based on the claim against the product by the customer noting loosening of the insulating plastic of the robotic harmonic ace jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have teflon pad damage on the clamp arm. Material appears to be missing, measuring approximately 0.015" x 0.374" in size. The root cause of this failure is attributed to mishandling/misuse. The complaint regarding loosening of the insulating plastic, was confirmed by fa, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the harmonic ace instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted left hepatectomy surgical procedure, while sectioning the liver slice, the customer team found a degradation and a loosening of the insulating plastic of the harmonic ace instrument jaws. A back-up same instrument was used. The procedure was completed with no patient injury reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.